Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: consumer stated, the patient end of pen needles are bent, (noticing after he removes the pen needle from insulin pen). Stated, no insulin flow when taking injection. Stated, pen needles are bending at the patient end during injection. Mentioned, he's very frustrated with the product and he has no choice but to use it because his insurance company will not approve for a second brand he would prefer. Lot: 9121994. Catalog: 320122.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd ultra fine¿ pen needles were unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: consumer stated, the patient end of pen needles are bent, (noticing after he removes the pen needle from insulin pen) stated, no insulin flow when taking injection stated, pen needles are bending at the patient end during injection. Mentioned, he's very frustrated with the product and he has no choice but to use it because his insurance company will not approve for a second brand he would prefer lot: 9121994 catalog: 320122